Event description:
It was reported that during a procedure to treat a lesion with moderate calcification and 99% stenosis in the distal right coronary artery, a non-abbott guide wire crossed the lesion and an attempt was made to advance a 2.25x15 trek dilatation catheter for pre-dilatation, however, the catheter was unable to cross the lesion. Reportedly, force was applied when advancing the dilatation catheter. After removing the catheter, the balloon tip was noted to be flared/torn. A non-abbott balloon was used successfully to perform pre-dilatation and a 2.5x18 xience v was deployed to treat the target lesion. There was no patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, x-tream, guide cath: heartrail 6f al1. Device: against resistance. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for analysis. Return of the catheter may have further aided the evaluation. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. As there was no report of any damage observed to the catheter during inspection prior to the procedure, this suggests that a product deficiency likely did not contribute to the reported complaint. Additionally, the lesion was characterized as moderately calcified and 99% stenosed, which likely contributed to the difficulties experienced. It is likely that the catheter met resistance and was unable to cross due to an interaction with the calcified lesion. Then as force was reportedly applied during attempts to advance the catheter against resistance, this interaction likely caused the tip to flare/tear as a result. It should be noted that the warnings section of the rx trek/mini trek instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Pay careful attention to the distal tip of the catheter, as it is small and thin which can be easily damaged. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. This may cause a portion of the catheter to remain in the vessel, and necessitate recovery of fragments of the catheter. To assure that all products perform according to specification, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacturing process. A sampling of units is destructively tested to verify tip integrity and tensile strength. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot and all lot release testing met specification. There does not appear to be any indication of a product quality deficiency.